Manufacturer narrative:
Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had small leaks attributed to fatigue wear at fold in proximal cylinder body; holes were present. Both cylinders were not pressure test due to leaks identified. Both cylinders had wear at fold in cylinder body. The kink resistant tubing (krt) of both cylinders were worn to filament. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and performed within specification. Product analysis confirmed the reported event.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a leak in the system. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. The patient outcome following the replacement surgery was report as good.